Event description:
Information was received from a consumer via a manufacturer representative regarding a patient's implanted infusion pump containing baclofen (2250mcg/ml at 439.9mcg per day). The indication for use was intractable spasticity. On (B)(6) 2016, it was reported that the patient underwent an MRI that day for reasons unrelated to the pump or therapy. A motor stall occurred at 16:15 and recovered at 16:24. Following the MRI at 16:46, the pump underwent another motor stall with no noted recovery after 1.5 hours. The patient thought they heard the pump alarm, but was not sure if the sound came from the pump or not. It was noted that the logs were to be checked in 20 minutes to see if recovery had occurred. No patient symptoms were reported. It was later reported that no recovery was identified after more than two hours since the stall occurred. A critical pump alarm was heard. The logs were to be checked again after 20 minutes to see if recovery had occurred, and the patient was to go see their follow-up pump doctor.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that as an action/intervention to resolve the motor stall the pump was interrogated and restarted. The hcp reported that the motor stall had been resolved. The first motor stall was on (B)(6) 2016 at 14:12 with recovery on (B)(6) 2016 at 14:21. The second motor stall was also on (B)(6) 2016 at 14:43 with recovery on (B)(6) 2016 at 17:00. Both motor stalls were on (B)(6) 2016 and both motor stalls recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.